Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A medical assistant reported that three knives were determined to be unable to cut prior to performing cataract surgery. Alternate knives were obtained in order to begin and complete the procedure. There is no impact to any patient. Additional information has been requested.